Event description:
Additional information was received reporting that troubleshooting included trying automatic increase and 1 ma. The cause of the high impedance was not determined. They re-ran the impedance test and connectivity test again. The issue was not resolved and the clinician is going to test again before the patient leaves the hospital. No further information will be available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implant of a percept implantable neurostimulator (ins), the connectivity test failed and high impedances were seen on contact 8 (both unipolar as well as bipolar). However , during the operation itself, impedances were in range. It was reviewed that the high impedances on contact 8 was likely the reason why the connectivity test failed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.